Event description:
It was reported that cartridge did not fully snap into pump, and caller discovered damaged o-ring on cartridge and another o-ring on pneumatic tap. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller to inspect pump and cartridge, remove extra o-ring, clean pneumatic tap area, and fill and load new cartridge, after which cartridge clicked into place and caller successfully completed load process and resumed insulin; no additional information was received regarding any further outcome.